Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the patient data. Gps contacted the customer site to see if the patient sample was available for additional testing by siemens healthcare. The customer has informed siemens that the sample will be shipped for further investigation and testing. The cause of the false negative toxoplasma igm result on the one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer has obtained a false negative result for toxoplasma igm on one patient sample on an immulite 2000 xpi instrument. The patient sample was first run on an alternate platform where the result was positive, and to confirm the results of the alternate platform was run on the immulite 2000 xpi instrument where the result was negative. As the results did not match the sample was then run on another alternate platform where the result was positive. Based on other clinical tests performed on the patient sample the positive result was considered the correct result on the sample. None of the results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the false negative toxoplasma igm result.